Event description:
It was reported the patient experiences pain at the ipg site when he moves. The physician relocated the ipg on (B)(6) 2014. The patient's pain issue was resolved. The patient is receiving effective stimulation therapy.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to this relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.